Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the helix could not be rotated into the tissue after several attempts. The lead was not used. No patient complications have been reported as a result of this event.